Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right ventricular (rv) lead exhibited intermittent capture, loss of capture and multiple attempts to reposition the lead were unsuccessful. The lead was replaced. No patient complications have been reported as a result of this event.